Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s sleep/wake button on the top of the device was intermittently unresponsive, requiring repeated attempts and warming of fingers to unlock, consistent with a key or button not working and implicating the switch/relay component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical problem consistent with an intermittently unresponsive switch/relay component causing the reported behavior. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.